Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the sds failed to cross the lesion after predilatation was performed, and that during removal the stent caught in the heavily tortuous vessel and dislodged into the coronary. The dislodged stent was able to be retrieved successfully from the pt with a snare device. No additional event or pt info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon, distal shaft, hypotube, stent implant, and in the guide wire lumen. There was contrast on the balloon and on the distal shaft. The stent implant was returned dislodged. The entire length of the stent implant was stretched and mangled. There was no other damage noted to the stent implant. The balloon was tightly folded. There was crimp marks on the balloon between the markers. There was no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The tip seal length was measured and this met mfg criteria. The stent implant outer diameter measurements could not be measured due to the damage noted. Product performance engineering reviewed the incident. Analysis of the returned product noted that the product was prepared for use, inserted into the pt anatomy, but not inflated. The inability to cross a lesion can be affected by pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. Reportedly, the vessel was heavily tortuous and likely contributed to the reported failure to advance. Factors that may contribute to difficulty to remove the sds and cause resistance may include, device placement technique, guiding catheter support, condition of the guide wire, blood and/or contrast build up, interaction with previously implanted stents and/or lesion/anatomy, or damage to the distal shaft of the sds. To help ensure this is not the result of a mfg deficiency, all stent delivery systems are 100% visually inspected for damage on the mfg line. In this case, it was reported that the sds was caught in the heavily tortuous vessel, which likely contributed to the reported difficulty to remove. Analysis noted that the stent implant was returned dislodged, confirming the reported stent dislodgement. However, crimp marks were noted on the balloon between the markers, suggesting the stent was originally crimped in the correct location at the time of manufacture. Potential causes for stent dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. To help ensure this type of issue is not the result of mfg, all sds are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units is destructively tested to verify stent dislodgement force. Analysis noted that the entire length of the stent implant was stretched and mangled, which is consistent with retrieval of the stent with a snare device. The stent outer diameters were unable to be measured due to the noted damage. It is likely that during the procedural attempts to cross the target lesion, the stent became loosened from the interaction with the lesion/anatomy. It was reported that the sds became caught in the heavily tortuous anatomy during removal. It is likely that as force was applied to remove the sds, this likely contributed to the stent dislodgement. The mfg records for this product were reviewed and did not reveal any non-conformances associated with this lot that could have contributed to this complaint. It appears that the reported failure to advance, difficulty to remove, and stent dislodgement are related to the operational context of the procedure. This MDR is considered closed by the product performance group.